Event description:
It was reported that the pt complained about having no access to sound with his audio processor amade. The pt's audiologist tried a different ap amade, however, he also didn't have access to sound with it. Pt also does not have any access to sound if the audiologist stimulates through the "beep low battery test" or the (B)(4) software at any frequency at 100 db. If the pt applies pressure over the conductor link at the end of the stimulator, the pt then has access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.